Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; deterioration due to long-term use. Poor connection between the device and the endoscope due to foreign matter adhering to electrical contacts. Deterioration of cable and connector of video signal path in the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus engineer attended the break down call at purnachandhra gastroenterology institute. The olympus engineer found that no endoscopic image was displayed on the monitor when an endoscope gif-h190 was connected to a light source clv-190. When the olympus engineer connected the gif-h190 to another clv-190, the endoscopic image was displayed. Therefore, there was a problem with the clv-190. Reportedly, the scope connector socket of the clv-190 was broken and this defect caused the event that the endoscopic image was not displayed. There was no report of patient injury associated with this event.